Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had out of range high shock impedance values greater than 125 ohms. A 41 j defibrillation threshold (dft) test was performed successfully, and the plan was to increase the alert to 150 ohms and continue to monitor. The device remains in-service. No additional adverse patient effects were reported.